Manufacturer narrative:
The reported observation of ipg self-reducing output stimulation due to the impedances was confirmed. The root cause of the reported observation was due to the medical needs and defibrillation the patient required. The device was not subjected to a functional test on automated test equipment (ate) due to the impedance issues noted during analysis. This issue occurred during the time the device was implanted, and the patient required medical attention including defibrillation. The ipg diagnostic logs showed the ipg began flagging program status errors prior to explant. There is information in the IFU addressing this type of scenario: hospital and medical environments - electrical medical treatment. In the case that a medical treatment is administered where an electrical current is passed through the body from an external source, first deactivate the ipg by setting all electrodes to off, turning stimulation off, and setting amplitude to zero. Regardless of if the device is deactivated, take care to monitor the device for proper function during and after treatment.

Manufacturer narrative:
Correction section h6: the health effect clinical code should have 4412 - movement disorder been rather than 2388 - inadequate pain relief.

Event description:
It was reported following an unrelated medical emergency the patient¿s ipg was auto reducing. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.